Event description:
As reported by the field clinical specialist (fcs), approximately 5 years 7 months post implantation of a 23mm sapien 3 valve inside a surgical valve in the aortic position via transfemoral approach, the patient presented with stenosis and shortness of breath. The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra valve. Post dilation was performed with a 22mm and 23mm non-edwards balloon. The patient was stable and there were no edwards device malfunction or premature failure. Additional information received via medical records confirmed severe aortic stenosis of the patient's 23mm sapien 3 valve. The patient underwent a valve in valve procedure which was complicated by cardiogenic shock possibly as a result of the stenotic valve. The patient remained intubated post procedure and was started on pressors. The following day, the patient was extubated and was weaned from pressors. The patient was then discharged in stable condition.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. No imagery was provided; however, medical records were provided for review. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system with valve usage. Per the IFU, exercise intolerance or weakness is listed as a potential risk associated with the overall procedure. In addition, valve stenosis is listed as an additional potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve stenosis was confirmed based on the medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. As reported, 'approximately 5 years 7 months post implantation of a 23mm sapien 3 valve inside a surgical valve in the aortic position via transfemoral approach, the patient presented with stenosis and shortness of breath. The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra valve.' It was noted in the medical records that the patient had a history of hyperlipidemia. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In this case, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.